Manufacturer narrative:
It should be noted that the switching of the laser mode from ready to standby only requires the user to manually switch back to ready mode and does not pose any potential harm to the patient. It is likely that the issue is user technique related where the footswitch pedal is depressed and released within a very fine range continuously. However, with no additional, related information provided, the customer reported event could not be confirmed. The system was manufactured on august 15, 2018. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. An internal investigation has been opened to address this issue. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery, the laser switched from ready to standby mode on its own. The surgeon was able to switch back to ready mode by using the touchscreen panel. The case was completed without patient harm.